Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The turbid pak was visually inspected and no obvious defects were found. All tubing was inserted properly in the cassette housing. The valves on the cassette base were intact. The drain bag detached from the cassette handle due to saturation. The small part tray was not returned with the product. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The product was tested using the console with the calibrated console. The products could prime and tune with the handpiece, the 0.9mm aspiration bypass system (abs) tip and infusion sleeve from the lab stock successfully. No message code appeared on the screen. The irrigation, aspiration and redundant pressure sensors displayed the correct accuracy readings when evaluated. Both irrigation and aspiration flow rates were sufficient. The investigation conducted a non-conformance review of the reported lot number. No relevant deviations were identified, all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during the sculpt phase of a cataract with intraocular lens implantation surgery, an advisory message about irrigation was displayed on the ophthalmic system. After the message appeared, there was no irrigation or fluidics. Changing the ophthalmic handpiece and the phacoemulsification tip did not resolve the issue. After some time, an error message advising a system shutdown was shown. The surgery was successfully completed after shutting down the system, replacing the defective cassette with a new one and repriming. There was no patient impact. This report pertains to cassette involved in this reported event.